Event description:
The ankle clamp snapped and broke as the surgeon was pulling it off of the patient's ankle. No harm done whatsoever, as the surgeon was done using the instrument before it broke.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.